Manufacturer narrative:
(B)(4), b5 describe event or problem- correction. G6 type of report- follow up. H2 type of follow up- correction. H6- codes - additional.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the thigh, which is off-label usage of the device on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).